Manufacturer narrative:
(B)(4). The pipeline flex delivery system was returned for evaluation with the microcatheter. As received. The distal end of the pipeline flex braid was found outside of the catheter tip and fully released from the dps sleeves. The remainder of the braid and pushwire were found inside the distal segment of the catheter. After removal from the catheter, the distal end of the pipeline flex braid was found fully opened and frayed and the proximal end of the braid was found fully opened with no damage. Based on the analysis findings and reported information, the report of pipeline flex failure to open in the distal section was confirmed. However, the received pipeline flex braid was found fully opened with damaged braid at the distal end. It is possible that the damaged braid may have contributed to the reported issue. The cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU), the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device.¿

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was being treated for two unruptured, saccular aneurysms in the periophthalmic internal carotid artery (ica). The aneurysm measured 4mm max diameter and 3mm neck diameter. Landing zone artery size was 4.15mm distal and 4.30mm proximal. The vessel was minimally tortuous; the implantation site was in a straight segment of the vessel. All devices were prepared as per IFU. A pipeline flex was attempted to be implanted. At delivery, the physician noticed fraying damage on the distal edge of the device; the device appeared to be trumpet shaped. No attempts were made to open the device. The pipeline flex was removed from the patient together with the catheter. There were no reports of patient injury as a result of this event.